Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in zone 2 of the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that, two months post index procedure and while treating a re-entry dissection below the renal artery with another manufacturer's device, a proximal type I endoleak originating from the valiant stent graft was observed. The physician elected to lightly touch up the valiant device and the endoleak was reduced but still persisted. The procedure was completed with the endoleak still present. Per the physician, the cause of the proximal type I endoleak was unknown but may have been attributed to the development of the dissection re-entry below the renal arteries. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.